Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 40 mg/dl. Customer had delivered multiple boluses the night before and was cause of low bg. Glucose tablets were consumed to address low bg. Recommendation was made by tandem technical support to discuss the event and personal profile settings with a healthcare provider.